Manufacturer narrative:
This charger model was associated with a field correction. MFR's evaluation: corrective and preventive action (CAPA) investigation was performed. Results - pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of ther ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2014-25010. It was reported, the pt experienced warming at the ipg site while charging. It was also reported, the pt had a constant urge to scratch the ipg site due to the warmth. After recharging, the pt also felt pins and needles that would last 5-15 minutes. Reprogramming attempts were unsuccessful. A replacement charger resolved the pt's issue. Ultimately, the pt's ipg was explanted and replaced on (B)(6) 2013. Ref MFR report: 1627487-2013-05916 for the explant procedure. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.